Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device was received at the service center and evaluated. It was reported that during the demo, when start the device, it shows alert code 200.79. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device displayed error ref 200 79 as psu board was defective. The psu board was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The defective psu board would have caused the customer to experience the reported problem. However, given the information provided, we cannot discern a definitive root cause for the defective psu board. A manufacturing record evaluation was performed for the finished device serial/lot number ((B)(6)), and no non-conformance related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in china that during a demonstration on (B)(6) 2021, it was observed that the vapr vue generator device displayed an alert code ¿200.79¿ upon starting it. There was no procedure nor patient involvement reported. There were no adverse consequences related to the patient. No additional information could be provided.